Event description:
It was reported that the ventilator would not run on ac power. An fse from allegiance healthcare was dispatched to customer site. The fse found that the 1618 pcb was defective. The fse replaced the 1618 pcb, calibrated and functionally checked unit. Ventilator passed all test. This product complaint was generated from a service report screening of a third party service company. A copy of the service report is available. No patient involvement is noted.